Event description:
It was reported that the vns patient underwent generator replacement surgery on (B)(6) 2014 due to end of service. Additionally, the patient was having some discomfort when system diagnostic tests were performed. Surgery was performed for patient comfort and not to preclude a serious injury. The explanted generator was returned to the manufacturer for analysis. An open can measurement of the battery voltage determined that the generator battery was depleted. The end of service condition was the result of expected battery depletion based on the battery life calculation. Supply current pulsing and supply current 1ma were out-of-specification. Analysis indicated that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. After r35 was optimally reselected, the device performed according to functional specifications. The out-of-specification supply current pulsing could potentially be a contributing factor to the end of service condition; however, results of the battery longevity calculation indicated that the end-of-service condition was an expected event. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.